Event description:
International service center reported failure of the device's dump valve, resulting in the device not providing high pressure relief. The device was reportedly alarming the device was reportedly in pt use, however there was not reported pt harm. The dump valve was replaced to correct the problem.